Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 - phone, (B)(6) 2016 - email, (B)(6) 2016 - email. No repair was made to this unit. Per the biomedical engineer, the alarm has not reappeared so repair was not needed. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 - phone, (B)(6) 2016 - email, (B)(6) 2016 - email. No repair was made to this unit. Per the biomedical engineer, the alarm has not reappeared so repair was not needed. The unit was returned to service.

Event description:
The hospital reported the unit alarmed "software watchdog failure" and required the clinician to press the encoder knob to continue ventilating. There was no report of patient injury.